Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10-15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off. The pump was connected to a power source and was able to be turned on. Customer reported blood glucose (bg) level was impacted (257 mg/dl). A correction bolus via the pump was administered to address bg level. During troubleshooting with tandem technical support, review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. After the pump was turned back on the time and date were observed to be incorrect. It was confirmed that the customer was able to correct the pump time and date.